Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of clear fluid mixed with blood dripping from under their coulter hmx instrument that was discovered during startup. The leak was not contained within the instrument. The operators were wearing personal protective equipment (ppe) consisting of gloves and a lab coat when the leak was discovered. No injury or exposure was reported and no patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2012 and found a pinhole in the tubing through pinch valve pv6 from wbc bath (bt1) to waste chamber (vc1). Fse cut off 1/4" and reattached the tubing which resolved the issue. Fse verified system operation per established procedures and results met performance specifications. The cause of the leak was a pinhole in the tubing through pv6. (B)(4).